Manufacturer narrative:
It is not possible to perform a document review since lot number is not available.

Event description:
The surgeon noticed stem loosening and decided to revise the patient hip. Revision surgery planned on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, we were informed about the date on which the revision took place ((B)(6) 2020). Event description was also updated on the same day.

Event description:
The surgeon noticed stem loosening and decided to revise the patient hip. Revision surgery performed successfully on (B)(6) 2020. Stem, head and liner revised.